Manufacturer narrative:
Qn# (B)(4). MDR report key (B)(4) MDR text key (B)(4) /report number mw5098275. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint found on maude report: "when exchanging a device, the line is routinely clamped and cut. With this device, there is a catheter within a catheter which cannot be visualized when it is already inside the patient. The device was cut, and the inner catheter floated away intravenously. Ivr procedure needed to be performed for removal of foreign body. Reference to report # mw5098274".

Manufacturer narrative:
(B)(4). MDR report key 10976270/MDR text key 221019708/report number mw5098275.

Event description:
Complaint found on maude report: "when exchanging a device, the line is routinely clamped and cut. With this device, there is a catheter within a catheter which cannot be visualized when it is already inside the patient. The device was cut, and the inner catheter floated away intravenously. Ivr procedure needed to be performed for removal of foreign body. Reference to report # mw5098274".